Event description:
Reported as "turning of the device." Event further clarified as, "the access port was becoming inadapted because of the important loss of weight of the pt, and it was necessary to change it." The surgeon explained that the incident is not due to the device, but he replaced the old port and it was discarded.